Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained and transseptal puncture (tsp) was performed. A pe was noted during the tsp. A pericardiocentesis was performed. A 40mm watchman flx pro delivery system and closure device was inserted, advanced, and implanted. The procedure was concluded. The patient is expected to fully recover.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Manufacturer narrative:
B5: information added h6 impact code added: blood transfusion.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained and transseptal puncture (tsp) was performed. A pe was noted during the tsp. A pericardiocentesis was performed. A 40mm watchman flx pro delivery system and closure device was inserted, advanced, and implanted. The procedure was concluded. The patient is expected to fully recover. It was further reported that there was no pe noted prior to the procedure. The pe that occurred during the tsp that was performed with versacross transseptal access system, measured 3mm. 600cc of fluid was removed and auto-transfused back to the patient. The patient is recovered.